Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings noted in section b5, the following non-reportable findings were discovered; the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section cover or distal sheath (black covering of the bending section) had white-clouded area, the adhesives around objective lens had white-clouded area, the adhesive around the light guide lens was peeled, the connecting tube had a scratch, the connecting tube had a dent, the control unit had discoloration, and the protector of universal cord on the control section side had a scratch.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to clogging of the suction tube in the universal cord, foreign objects came out of suction port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.